Manufacturer narrative:
The product is manufactured in u.s. But not marketed in the u.s. Implant date: unknown. (B)(4).

Manufacturer narrative:
Method - lens work order search.results - visual inspection of the returned product showed a haptic was torn and a clear surgical residue on the lens. The lens was returned dry. A lens work order search was performed and there were no similar complaints found. Conclusion - based on the complaint information, lens work order search and product evaluation, the most likely root cause of the event was a user or tech error. (B)(4)

Event description:
The customer reported the 13.7 mm vicmo13.7 implantable collamer lens tore during delivery into the eye. The lens was replaced and no patient injury was reported.